Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. It was indicated that the customer had manual injections available for alternate insulin therapy. The contact stated the glucometer read "high," indicating customer's blood glucose (bg) level was above 500 mg/dl. However, the exact value was not provided. The customer delivered a bolus to stabilize bg level.